Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. The homechoice device received an evaluation which included functional testing and visual inspection. Upon conclusion of the investigation, the cause was determined to be use error, the tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:42:06. During night drain cycle eight, the patient's ultrafiltration reading was 1554ml, indicating the home patient drained 1254ml more than their maximum programmed fill volume of 2000ml. No additional information is available.